Event description:
On (B) (6) 2008, the patient was implanted with elevate and device. On (B) (6) 2008, it was reported that the patient had urinary incontinence. The patient had a miniarc device implanted on the incontinence was reported to be resolved on (B) (6) 2009. No further information was provided.